Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture. The lead was repositioned and appropriate capture was observed post-op.